Event description:
The patient experienced a dislodged magnet in (B)(6) 2011 (no specific date reported). No external impact was reported. Revision surgery to replace the magnet occurred on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Implanted device remains.